Event description:
The customer reported via phone call that they had an infusion set break during normal use. Customer also reported the infusion set broke a few hours after insertion. Customer's blood glucose was 250 mg/dl at the time of incident. The customer also reported their blood glucose rose to 400 mg/dl in a past event. The customer also reported their blood glucose declining to around 50 mg/dl. Customer reported treating their blood glucose with juice. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.